Event description:
The customer reported an intermittent polarity between right arm and left arm during acquisition of a 12-lead ECG. There was no report of patient injury or misdiagnosis.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.